Event description:
It was reported that bd alaris set was broken. The following information was received by the initial reporter with the verbatim: tubing to be broken by percussion in the infusion with the product to be injected (remicade). I was able to remove the broken piece without damaging the infusion bottle, using a piece of the infusion set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No harm to the patient.

Manufacturer narrative:
Investigation results: one 273-022v sample from lot 1021823 was received for investigation of (B)(4), in which the customer has reported: "tubing to be broken by percussion in the infusion with the product to be injected." The sample was received with opened packaging; however, the product appeared to be clinically unused. Examination of the sample confirmed the customer's experience as the spike had snapped (appendix 1); the broken part was not received with the rest of the sample. No damage was noted to the packaging. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1021823 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Previous investigations have replicated such spike breakages by inserting or removing the spike from the insertion port at an angle. This can lead to the spike being pushed into the side wall of the port, exerting a lateral force upon the spike which subsequently causes breakage. It is recommended that the spike is pushed or removed straight into or from the port which ensures that it is not subjected to this effect. Please note, bd have designed and chosen spike materials and processing methods that allow the spike to be inserted with enough force to be held securely, but still allow removal. All bag spikes used in bd disposable sets are designed and manufactured in line with the international standard bs: en: iso 8536-4: infusion equipment for medical use. Infusion sets for single use, gravity feed. A review of the customer advocacy feedback database indicates that this is a rare occurrence, with a small number of similar reports received in the past 12 months against products from this manufacturing site.